Manufacturer narrative:
Reported event was confirmed by review of op notes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - medical product: porous shell with cluster hole, catalog#: 00620005822, lot#: 62507270. Avenir stem, catalog#: 0106010007, lot#: 4022617. Self-tapping bone screw, catalog#: 00625006535, lot#: 62640342. Acetabular liner, catalog#: 00630505840, lot#: 62531106. Complaint photographs were evaluated and the reported revision was confirmed, but the reason for revision was not. Visual inspection of the explanted product images : explanted head has some scratches from wear and tear . It was invivo for 3 years. Liner does not show any wear except that it was fractured which was caused by damage upon removal. The reported issues(metallosis,trochanteric bursitis,altr) could not be observed on the x-rays. No other possible issues were identified. No periprosthetic lucencies are identified and no osseous destruction. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the head identified the following: there was debris in the taper. Scratches, most probably from the removal process were present on the spherical surface. No other damage was noted. Sem analysis revealed the following: the taper of the returned device was reviewed via optical microscopy, magnification range 5x - 50x using a keyence vhx-1000 digital microscope. The taper was assigned a modified goldberg score of 4. A -score of 4 corresponds to damage over the majority >50% of the surface with severe corrosion attack and abundant corrosion debris. Evaluation of the returned product does not change the conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation (the product was kept by patient). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: trilogy acetabular system liner, p/n 00630505840, l/n 62531106; shell porous with clusters, p/n 00620005822, l/n 62507270; avenir stem, p/n 0106010007, l/n 4022617; bone screw, p/n 00625006535, l/n 62640342.

Event description:
It was reported that patient underwent a revision procedure three years post-implantation due to metallosis and adverse local tissue reaction. During the revision the head and liner were removed. The liner was damaged upon removal. A new liner and a new head were implanted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that patient underwent a revision procedure three years post-implantation due to metallosis, corrosion, and adverse local tissue reaction. During the revision the head and liner were removed. The liner was damaged upon removal. A new liner and a new head were implanted. Attempts to obtain additional information have been made; however, no more is available.